Event description:
User experienced continued leak from the analyzer that started in 2008. The leak was reaching onto the floor and into the walkway. The user was not harmed and no patient samples were affected. The field service representative found that a rubber gasket was not sealing correctly on the water reservoir. The gasket was cleaned and replaced.